Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed loss of atrial signal sensing in the right atrial (ra) lead. Sensing and threshold measurements could not be obtained. Chest x-ray confirmed that the ra lead had pulled back near the device due to twiddler¿s syndrome. The ra lead was subsequently explanted and not replaced. The patient was in stable condition.